Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 300-400 mg/dl and a high ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 3.5 hours later with the issue resolved and no permanent damage. The customer believed the pump was not functioning properly; however a system check with tandem technical support indicated that the pump and related supplies were functioning as intended. Additionally, customer was using cold insulin. Reportedly, customer reverted to manual injections for insulin therapy.